Manufacturer narrative:
Correction made to initial reporter postal code: (B)(6) (previously not submitted). The lot was manufactured from june 7, 2019 - june 10, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor containing benzylpenicillin leaked. The customer reported ¿the tubing was detached all in one piece from the main device and was floating separately in the green over-pouch¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.